Event description:
It was reported the implantable neurostimulator (ins) was explanted because of damage by electrocution from lightening. It was noted there was no harm, injury, or death to the patient and there was hospitalization.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. The ins was received in a por condition, most likely caused at explant due to the electrocautery marks on the ins can.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.